Event description:
The caller reported an issue with the pump time being incorrect, and cts assisted by updating the time settings. There was no adverse impact on the customer's blood glucose level, as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Cts advised the caller to monitor the situation and follow up if the time discrepancy greater than five minutes recurred, which the caller understood and acknowledged.